Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet experienced hyperglycemia to 292 mg/dl for approximately 3 to 4 hours after a supply change and meal, without alerts or alarms, and without use of backup therapy or ketone testing; troubleshooting and education were completed, and glucose later stabilized. Symptoms included elevated blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included review of device use and troubleshooting with the caregiver. Investigation of this case revealed no observable issues with the infusion set, connector, site, or tubing, and the cause of the hyperglycemia remained unclear; concurrent cgm issues were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.